Event description:
In 2004, a clinical incident involving an arthrocare arthrowand was reported to arthrocare coropration. The reported incident involved an arthroscopic procedure of the shoulder in which during the procedure the pt sustained a third degree burn. The burn was treated with silvadene and dressing.